Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "ruptured and severely leaked" device and capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "ruptured and severely leaked" device and capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma late: unable to observe since it is not related to the device. Rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) as per the investigation procedure crease particles wear abrasion device was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b5, b6, d6a, d6b, d9, g2, h3, h6.

Event description:
Healthcare professional reported left side "ruptured and severely leaked" device and capsular contracture baker grade I. Healthcare professional later reported ¿during surgery on the left side a yellow liquid came out¿, and ¿presence of cd68 positive macrophages". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified suspected rupture. The status of the device is unknown.